Event description:
See manufacturing #2182207-2008-02153. The pt reported that she was feeling no stimulation from her device and hadn't fell any for months. Troubleshooting revealed that the device was not responding to the pt programmer. She states that she visited her physician and it was confirmed that there was an issue with her lead and though her device is turned off, she feels shocking sensations. The physician confirmed that the pt had been experiencing lack of effect and no stimulation. The pt had her ipg and extension replaced. The pt has recovered without sequela.